Event description:
A confirmed motor stall and motor stall recovery in the event logs was reported. Per the reporter multiple motor stall and recovery logs, most are 15 minutes in length. The reporter didn¿t feel the patient is around a strong magnetic field during that time. It was also noted volume discrepancies with multiple refills starting last month: expected volume 5.6ml and got 10ml, expected volume 5.8ml and got 6.8ml, and got 14ml but expected unknown. The patient's only symptom was an increase in pain, the patient had not had any withdrawal problems as of yet. The pump was used to deliver sufentanil. Additional information later reported the cause of the volume discrepancy was the catheter. The expected volume was 10ml when the actual was 14ml. The cause of the discrepancy was noted as catheter. It was unclear if any troubleshooting had been performed. The patient was receiving effective therapy. Additional information later reported the pump was explanted and being returned to the manufacture for analysis. The pump was noted to be delivering compounded drug. Additional information later reported there was no injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication stall due to shaft bearing, gear wheel 3. Analysis of the 8780 catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete/returned in segments. Analysis of the 8782 catheter revealed catheter body kink caused inner lumen to occlude.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.